Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. Initial surgery occurred in 2016. Revision surgery indicated for 2018. Additional concomitant medical products: item number: unknown, item name: unknown cup, lot #: unknown; item number: unknown, item name: unknown neck, lot #: unknown; item number: unknown, item name: unknown liner, lot #: unknown; item number: unknown, item name: unknown head, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 03920, 0001822565 - 2018 - 03921. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for hip revision approximately due to elevated ion levels and dislocation. Attempts have been made and no additional information is available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.